Manufacturer narrative:
Catheter.

Event description:
The catheter was replaced; the reason was unknown. The pt was reported to be "fine" following the replacement. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.